Manufacturer narrative:
Health effect impact code: f2201 biopsy ; f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable causes for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: prominent left axillary node.

Event description:
Patient reported left-side ¿the particular implants I had were recalled due to high cancer rates,¿ and per ultrasound ¿prominent left axillary node,¿ and ¿mild capsular contracture.¿ device has been explanted.